Event description:
It was reported that the t: slim x2 pump battery would not charge, noted by a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue resolved on its own without requiring changes to charging supplies, and the pump began charging again without further assistance needed.